Event description:
The patient reported that his blood glucose had risen to over 250 mg/dl. He reported that the adhesive was not sticking well to the skin and pod had fallen off the abdomen, causing the cannula to dislodge. At the time of the event, the pod had been worn for less than one hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.